Manufacturer narrative:
The pt info is unknown. The hospital declined to provide the pt info. A dissection occurred during the use of the angiosculpt device which required the lesion to be stented, therefore; additional medical intervention was performed by the physician. There was no clinical injury reported by the physician. The angiosculpt device was returned for lab analysis. Visual examination did not identify any unusual characteristics. An 0.018" laboratory guide wire was inserted into the guide wire lumen with no resistance. The balloon was pressurized to 6-8 atm and an uneven scoring element was observed which may occur during the use of the device. Based on the lab analysis, no evidence of a device malfunction was noted. Thus, it could not be determined if the device caused or contributed to the dissection. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.

Event description:
For a focal lesion in the right common iliac artery (cia), the angiosculpt device was used for dilation to 10 atm for 60 seconds and a dissection occurred. An eluminex, 6x40mm (not manufactured by angioscore) was placed to treat the dissection. A jackal rx, 5x80mm (not manufactured by angioscore) was used for post two dilations. For a lesion in the superficial femoral artery (sfa), a serlinges, 2x40mm (not manufactured by angioscore) was used for pre-dilation and then the angiosculpt device was dilated 7 times (4-8 atm, 15-180 seconds) and a dissection occurred. An eluminex, 6x60mm was placed to treat the dissection. The angiosculpt device was used four times for post-dilation (6 atm, 25 seconds) and a jackal rx, 5x80mm two times.